Event description:
The patient began obtaining low blood glucose results (30's and 40's mg/dl) on her meter using test strips (lot# unknown) for two weeks prior to 1/25. She continued to take her normal oral medication despite the readings, however, increased her food intake to offset the low results. On 1/25, her meter was 34 mg/dl and because she "felt so bad" she went to the hospital. Upon arrival, a hospital lab result was over 400 mg/dl. The patient was treated with IV insulin and released on 1/30. Her oral medication was changed and the patient was placed in a diabetic diet. The meter is cleaned according to manufacturer's recommendations, however, quality control tests are not performed. Calibration status is unknown at this time.